Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the device was returned with cover screw but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 8 mm (70-1154-imp0009) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Root cause: per the reported information, the patient had type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor. "Lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. The implant site should be inspected for adequate bone by radiographs, palpations and visual examination".

Manufacturer narrative:
The patient's weight was asked, but not provided by the customer. The device has been returned. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2020, at tooth location #4. As the implant was being placed, the doctor noted that the implant lacked primary stability, and also noted, "implant spinning, even though I only used pilot 8mm drill." It was at that time that the implant was removed. The patient's current condition is reported to be within normal limits. The patient has type IV bone quality, and has no relevant medical, or dental history. There was no abnormality noted with the implant itself.